Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they customer passed away at the hospital on (B)(6) 2022. The customer was admitted to a hospital prior to the reported incident. The customer had multiple underlying conditions which could have contributed to the cause of death. The blood glucose was high a couple of days before the customer passed away. The customer¿s blood glucose was unknown. The insulin pump was worn at the time of death. The sensor usage of customers was unknown. The insulin pump will be returned for product analysis.

Manufacturer narrative:
The customer went into a coma and passed away on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump was received without a battery cap installed. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 26-dec-2022 listed on smartsolve and the days prior to the event date. (B)(6) 2022 daily total of all insulin delivered = 36.2. (B)(6) 2022 daily total of all insulin delivered = 35.1. (B)(6) 2022 daily total of all insulin delivered = 36.175. (B)(6) 2022 daily total of all insulin delivered = 35.1. (B)(6) 2022 daily total of all insulin delivered = 31.9. (B)(6) 2022 daily total of all insulin delivered = 37.2. (B)(6) 2022 daily total of all insulin delivered = 38. (B)(6) 2022 daily total of all insulin delivered = 46.1. (B)(6) 2022 daily total of all insulin delivered = 43.475. (B)(6) 2022 daily total of all insulin delivered = 14.4. The pump passed all the required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.